Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that an immucor panel cell (s negative (mns4)) yielded a false positive reaction (4+) with seraclone anti-s (mns4). The customer also tested with an anti-s of the arc (american red cross) and yielded a 3+ reaction. The customer reported this unexpected reaction to immucor and received the answer that immucor tested the affected panel cell with an immucor monoclonal anti-s reagent and received a negative reaction. The customer provided the complaint sample seraclone anti-s (mns4) and cell # 15 of panocell-16 for investigational testing and also sent an excerpt from an antigen table. The antigen table states immucor panocell-16 lot 43003 cell # 15 (donor (B)(6)) as being ss. This does not match the reported problem. Panocell-16 lot 43003 is also available in our quality control laboratory. The enclosed antigen table lists panocell-16, cell # 15 (donor (B)(6)) as ss (negative for small s (mns4)). When comparing both antigen tables it is noticeable that name, lot, expiration date (2016-12-30) and donor number are the same, but the designation of the s (mns4) antigen is different. According to the customer information: s (mns4) positive, according to the immucor table: s (mns4) negative. The complaint material (aliquot) from the customer immucor panocell-16, cell # 15 was tested in our quality control laboratory with the complaint sample seraclone anti-s (mns4) as well as with our quality control laboratory's retention sample and reacted clearly positive. Also, when tested with another batch of seraclone anti-s and a polyclonal anti-s, the reactions were clearly positive. The positive and negative specificity of the allegedly defective lot of seraclone anti-s (mns4) was tested in our quality control laboratory with several erythrocytes. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing in our quality control laboratory showed that the allegedly defective lot of seraclone anti-s (mns4) functions correctly. A review of the batch record documentation showed no irregularities that might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive reaction of a panel cell of a competitor when tested with seraclone anti-s. The customer reported that the panel cell is listed on the antigen profile as s negative, but also showed a positive reaction with an internal polyclonal anti-s reagent. The customer returned the supposedly defective product for investigational testing and also the panel cell of the competitor that had caused a false positive test result. Testing in our quality control laboratory is still ongoing.